Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The suspected device external and internal components appeared in good condition. Upon further evaluation of the returned device, damaged protection glass inside the rx module was noticed. According to the device evaluation, this caused the reported issue. The faulty part was replaced, the device was tested and passed all functional testing, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, visera 4k uhd camera control unit exhibited no image when plugged into a camera. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the camera worked fine. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the broken rx module could not be identified. The event can be detected/prevented by following the instructions for use in the otv-s400 instruction manual which states: [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.